Event description:
It was reported that this right atrial (ra) lead exhibited a gradual decrease in pacing impedances. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).